Manufacturer narrative:
Catalogue #: partial number 35700 provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse primary after secondary completed. Remdesivir was infusing as a secondary and when the secondary was complete it was programmed to go to the primary to continue saline infusion. Both lines were properly primed and the primary was on hanger below the piggy back. The pump alarmed air in line and the nurse could not get the primary tubing to prime even when squeezing the bag. The event occurred during patient infusion in the pediatric medical surgical area. There was no known patient injury or medical intervention associated with this event. No additional information is available.